Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had high blood glucose. The customer's blood glucose on yesterday at the time of incident was 428 mg/dl after 2 hours later blood glucose was 368 mg/dl and then 354 mg/dl and current blood glucose is 247 mg/dl. It also stated that drive support cap was normal. The customer was neither hospitalized nor admitted for high blood glucose and the high pressure test was performed on insulin pump and result of test was no delivery. The customer was advised that the replace the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit was received with operating currents within specification. Unit passed self-test, unexpected restart error test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. Unit passed dat test at 0.0879 inches. No unexpected no delivery alarms noted. Unit was received with cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners and minor scratches on lcd window. Unit was received with corroded battery tube.